Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet was unable to be advanced into the right ventricular (rv) lead. The rv lead was discarded and was replaced during the procedure on (B)(6) 2024. There were no patient consequences.